Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the patient's wife called and repeated therapy issues which were previously reported and documented. Caller said that they were told by patient's physician that yesterday, the physician was going to contact manufacturer with request for manufacturer to turn patient's device off. Caller said that they haven't yet received a call back. Caller said that symptoms are worse with the therapy on and patient would like the therapy turned off as soon as possible. With instructions, caller and patient successfully connected to implant and turned therapy off. Patient was redirected to monitor their symptoms and provide updates to managing physician. Caller said that the two week trial was fabulous however as soon as the neurostimulator was implanted, therapy results changed. Additional information was received the patient said the device didn't work so the hcp told them to turn stim off for a week and a rep would be calling them to tell them which program to try. Patient said he has not heard from anyone. Patient said he doesn't want to turn stim back on till he received instruction on which program to try.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that  they are having a lot of problems and their symptoms are as bad as before they got the implant. Patient stated that they went through the trial period and it was good and very good, but now the therapy is off and they are going more frequently and leaking constantly. Patient reported the symptoms came back last week and they already made adjustments twice as increasing the stimulation and changing programs and it didn't help. The patient was redirected to their healthcare provider to further address the issue. Patient reported they already spoke with their doctor and their doctor told them to speak with mdt. Outbound communication notes: patient described a loss of therapy and has a return of symptoms. Guided patient to discuss with hcp.